Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate an 83-year-old male patient in cardiac arrest. The cause of the cardiac arrest is unknown, and it was not witnessed. The patient had been in cardiac arrest for approximately one hour before receiving the first manual CPR, which was performed by nursing home staff for about 10 minutes. Twenty minutes into the code at the nursing home, the autopulse platform stopped delivering compressions. The customer reported that the autopulse platform still had power and repeatedly showed an error code, but the crew could not recall what that error was. To troubleshoot the problem, the crew restarted the autopulse platform, but the error code persisted. They replaced the battery and restarted the autopulse, but the issue remained unresolved. The crew switched to manual CPR for the final 10 minutes of the 30-minute rescue effort. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the nursing home. In the customer's opinion, the patient's outcome of death was not related to the autopulse device.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The customer reported that the autopulse platform (sn (B)(6)) stopped compressions and repeatedly displayed an error code, but the crew could not recall that error. The reported complaint was confirmed in the archive data and during functional testing. The platform's archive showed that on the customer's reported event date, the autopulse platform displayed user advisory 02 (compression tracking error) multiple times upon powering the device and during active operation. Additionally, there were multiple incidents where the autopulse platform repeatedly stopped compressions due to ua17 (max motor on-time exceeded during active operation). Both user advisories were replicated during functional testing. The root cause was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2019 and is over 5 years old. The autopulse platform passed the preliminary functional and load cell characterization tests without any fault or error. However, during further functional and run-in tests, the autopulse platform failed and stopped compressions due to ua02 and ua17 advisory messages, confirming the reported complaint. The motor was on for too long during active operation, and the autopulse did not reach the target depth within the specification time. The defective drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate an 83-year-old male patient in cardiac arrest. Twenty minutes into the code at a nursing home, the autopulse platform stopped delivering compressions. The customer reported that the autopulse platform still had power and repeatedly showed an error code, but the crew could not recall what that error was. The crew switched to manual CPR for the final 10 minutes of the 30-minute rescue effort. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. No additional details about the cardiac arrest event were provided, and the customer did not clarify the connection between the patient's death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident and concluded that the death was not related to the autopulse device.